Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed a sustained decrease in power consumption to parameters below the normal operating range on (B)(6) 2018. Two low flow alarms were recorded on (B)(6) 2018. The patient was undergoing a thrombectomy procedure during which the low flow alarms occurred. Pre-pump thrombosis was suspected and after the procedure, a backwash maneuver was performed. After the treatment, the vad values returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula, thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found with a hemiparesis on the right and an emergency thrombectomy was initiated. During this procedure, low flow alarms occurred with the ventricular assist device (vad). After the procedure, the patient was transferred to another hospital because a pre pump thrombosis was suspected in the inflow cannula. A backwash maneuver was performed and the vad values went back to normal. They also had progressive cerebral bleeding without a chance for a neurological intervention and the carotid artery was occluded. The patient expired the next day.